Manufacturer narrative:
Reaction kinetics indicated reagent carryover. Based on carryover testing, a reagent carryover could not be confirmed. Precision studies were within the customer's expectations. Wash cycles were set correctly on the analyzer. The field service engineer cleaned the water container and replaced the probe washing station. It was verified that new tube stoppers were in place. An instrument hardware issue could not be confirmed. A specific root cause could not be determined based on the provided information. A sample handling issue could not be excluded.

Manufacturer narrative:
This event occurred in (B)(4) . (B)(4) .

Event description:
The customer stated that they received erroneous results for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas integra 400 plus (i400+). The sample initially resulted as 1.66 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated on (B)(6) 2017, resulting as 2.60 mg/dl. The physician questioned the initial value since the result did not match the bun result. The physician requested a follow up test for this patient. A second sample was collected from the patient and tested twice on (B)(6) 2017, resulting with crea values of 0.66 mg/dl and 0.67 mg/dl. The original sample was then repeated, resulting as 0.63 mg/dl. No adverse events were alleged. The crea reagent lot number was 24215901, with an expiration date of 31-jan-2018. The field service engineer performed carryover testing and precision studies. A special wash was installed on the analyzer and no further issues occurred after doing this. The field service engineer checked the analyzer water container and wash system. He ran precision studies after deactivating the installed special wash and precision was within specifications. The issue occurred only with the one patient sample and could not be reproduced. It was believed that the issue is related to an error with the customer's water system after maintenance had been performed on the water system.